Event description:
It was reported that a theatre porter attempted to use one of the dead stretchers to transfer a patient, resulting in back injury. Further information has not been provided.

Manufacturer narrative:
In response to the incident, an raqa specialist, pms reached out to the customer for more information on extent of injury and treatment. The customer confirmed that the patient was not injured but the staff member sustained minor back injury. Additional information on injury and treatment could not be obtained as the customer did not respond after multiple attempts. Following the customer's report, a visual and functional inspection was performed by a service technician. It was identified that the stretcher not functioning was due to a broken/damaged zoom csi box.

Event description:
It was reported that a theatre porter attempted to use one of the dead stretchers to transfer a patient, resulting in a minor back injury. The patient was safely transferred.

Manufacturer narrative:
It was reported that the trolley failed on the ramp. The patient was safely transferred, however staff sustained minor back injury. Catalog number, serial number and UDI number have been corrected.

Event description:
It was reported that a theatre porter attempted to use one of the dead stretchers to transfer a patient, resulting in a minor back injury. Further treatment details was not provided regarding the staff injury. The patient was safely transferred.